Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c. Complete information for patient sid: (B)(6). Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation. Continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer reported that results are not reproducible for vitamin b12 assay on the alinity I processing module. The customer provided example for sid (B)(6), test date (B)(6) 2019 and result were 411 pmol/l, repeated with the new collected sample on (B)(6) 2019 and results were 260 pmol/l. Customer reference range were 187 to 883 pmol/l, results were not discrepant. After inspection of the instrument, the customer noted that the level sensor for the trigger solution was cracked, which was replaced, performed verification, ran quality controls, which all passed. No impact to patient management was reported.